Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "harden and misplaced," "felt pain, swelling and an exam was performed and showed undulations and liquid in breast". Patient is concerned about the recall. The device remains implanted.

Event description:
Patient reported right side "felt pain, swelling and an exam was performed and showed undulations and liquid in breast", "harden and misplaced", "right side implant has liquid and is swollen", capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
It was later reported ¿augmentation of axillary lymph nodes on right¿ and ¿right mammary device may be related to capsular contracture," baker grade unknown.